Manufacturer narrative:
Product ID 8780, lot# 0205357437, implanted: (B)(6) 2012, explanted: (B)(6) 2019. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that they found staphylococcus epidermidis in the culture of the catheter. It was asked when the patient first start experiencing the infection and the reply from the manufacturer reported that the patient didn't feel anything. The diagnostic was done once the blood was extracted from the pump during the refill. No further complications were reported and/or anticipated.

Manufacturer narrative:
Product ID: 8780, lot# 0205357437, implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Analysis of the pump found no anomalies. Analysis of the catheter found there was a slice cut in the catheter body. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# unknown, explanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal clonidine 567.6 mg/ml at 199.68 mg/day and hydromorphone 1.1 mg/ml at 0.3870 mg/day via an implantable pump. The indication for use was not reported. However, it was noted that their previous/first pump was implanted on (B)(6) 2012 for degenerative chronic pain due to neuropathic diabetic pain. It was reported the first refill took place on (B)(6) 2019. At the end of the emptying, there was a blurry, blood-colored fluid. The fluid was sent for testing and came out positive for staphylococcus epidermidis and leuko ++. Not having the result of the test, they sent the patient home after doing a thorough reservoir wash and refill. On (B)(6) 2019, the results of the test were in, and the patient was asked to come back. On (B)(6) 2019, three samples were taken (at the start, middle and end of the pump emptying process). Cerebrospinal fluid (csf) was also extracted from the side port. They were all positive for gram-positive cocci. They were still waiting for further results. The patient had meningitis. During the refill, blood and pus were found in the pump reservoir and side port. Cell cultures were performed, and both sites were infected. Additional diagnostics/troubleshooting included telemetry and a refill procedure where the reservoir was completely emptied. The pump and catheter were explanted. The pump and catheter would be returned to the device manufacturer. The issue was not resolved. The patient¿s status was unknown. Information regarding the patient¿s gender, weight, other medications was unavailable. It was noted the patient had spent 5 months in the hospital for cardiac decompensation and potential cardiac arrest. No further complications were reported.